Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open longo procedure. The anvil plate was not possible to connect with the device. The device was difficult or unable to be closed. The device was ultimately able to be closed. In order to resolve the issue and complete the case, anvil plate - spine had to "modeling". There was no patient harm. The patient status is alive, no injury.